Event description:
It was reported during a procedure, "the bottom portion of the harmonic jaw fell off" of the ultrasonic scalpel. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The device lot# and serial # were not reported so manufacture date and expiration date are also unknown. All scalpels are inspected prior to release. Broken blades can occur as a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use. Sss's instructions for use state "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature delayed failure resulting in generator solid tone or instrument error." This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2013-00162 where the tip of the device remained in the patient even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.